Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws broken from the probe. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.